Manufacturer narrative:
Only an illustrative picture was provided, insufficient to make a complete analysis of the involved product that broke during use. No unused file is available for evaluation. Power settings are equally unknown. Nothing unusual to report was found during DHR review (batch #1606871). Root causes are not identified. We will track this kind of event and monitor the trend.

Event description:
In this event it was reported that a start-x tip broke during use; no injury resulted and all the broken parts have been retrieved from the patient's mouth.